Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available at the time of filing. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis. Issue resolved on call.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site was trying to communicate the imaging system with the navigation system but was unable to connect initially. The tech services (ts) told them to select a navigation connection and the connection was established. No patient was present at the time of the event.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.